Event description:
It was reported that the patient arrived to the emergency department on (B)(6) 2022 with chest pain. At times the patient experienced low flow alarms as well. Diagnostic imaging determined that the patient had a left hemothorax. The patient was admitted to the intensive care unit (ICU) and anticoagulation was reversed. On (B)(6) 2022 the patient was brought into the operating room for a washout, their source of bleeding was not determined but not believed to be from the pump. The left ventricular assist device (lvad) was working as intended.

Manufacturer narrative:
Patient weight was requested but was not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(4), and the reported bleeding, could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed through this evaluation as no log files were submitted for review. The patient remains ongoing with heartmate 3 left ventricular assist system, serial number (B)(4). No product is available for investigation. The relevant sections of the device history record for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, as a potential adverse event that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4, (¿system monitor¿), describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6, ("patient care and management"), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. This section also provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. Section 7 of the IFU, ("alarms and troubleshooting"), and section 5 of the patient handbook, ("alarms and troubleshooting"), address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.